Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the power port #1 is loose, battery is connected but only with intermittently registering. Same result with multiple batteries tested. An elective controller exchange performed and it was stated that the patient tolerated well. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
One controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed: the unit was not returned for evaluation. Therefore the exact root cause of the reported issue could not be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.